Event description:
The reporter stated, that "a part of the catheter broke down after being introduced." The severed piece "doesn't appear in the body of the patient with xrays [or] an arteriography." It was reported that the patient's stay in the hospital was prolonged as a result of this event.

Manufacturer narrative:
No product was received for evaluation. The device history and retain samples were reviewed with no manufacturing issues noted. Review of the complaint database indicates this is the only reported complaint for this product code. This is the only reported severance for this product family in the last 24 months. Smiths was unable to confirm the issue without returned product evaluation. However, our instructions for use (ifus) caution against several ways that a user can induce a severed catheter incident. Our ifus caution against the use of scissors or sharp instruments near the IV catheters, advancement of the introducer needle inside the catheter once the needle has been retracted or withdrawn, and variations in insertion techniques that may sever the catheters. This issue is being monitored for trend. No additional action is necessary at this time. Smiths considers this MDR closed with this report.